Event description:
It was reported that during testing double beeped with cassette and the lens was damaged. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records .a product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Liquid crystal display (lcd) is scratched. High pressure error was found in event history log. Visual inspection confirmed lcd scratch. However, could not verify customer reported issue. Pump is giving the normal cassette removed alarm without the test cassette installed and is quiet with the cassette installed . Upon inspection, downstream occlusion sensor appears to be undamaged and there is no evidence of fluid ingression. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace distribution system operators (dso) as a preventative measure. Replaced damaged lcd lens. Additional information in d10, h6 and h10.